Event description:
Patient scheduled to chor #3 for removal of broviac catheter implanted 2019. During removal, catheter broke off in pieces. C-arm called, confirmed fragment lodged in vessel. Drs. A and b assisted in removal. Unable to reach fragment. I.r. Consulted, ir dr came to operating room- requesting patient be transported to ir to retrieve retained catheter fragment. All teams on board to coordinate direct transfer to ir- operating room charge nurse notified. Mom notified by dr. (B)(6). Smooth transition of care to i.r. Located information of broviac to evaluate for possible defect in product. Angiodynamics- port vital infusion titanium 5fr, single lumen. Ref # mp-95sat, lot # 5358791 exp 06/30/2021. Removed port and catheter fragments sent to pathology for gross examination.